Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, peri-implantitis, pain, bleeding. Bone quality deteriorated. Dentist was able to place a healing cap and take scan for the crown. Implant failed at crown insert.